Manufacturer narrative:
Block b3: exact date unknown, event occurred three years from the date manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently. The patient underwent an ipg replacement procedure. No other information could be obtained.